Event description:
The customer stated that the display was blank. Troubleshooting was performed and the display remained blank. The customer also reported a blood glucose reading of 293 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.